Event description:
Patient's wife states that first two injections caused the patient to experience pain/discomfort and swelling in his knee. Md decided to discontinue the third injection. Diagnosis or reason for use: osteoarthritis.